Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent a surgery with the multilock humeral nail for the fracture of the left diaphyseal humerus. Preoperatively, the surgeon measured the diameter of the medullary cavity at stenosis (approximately 11mm) on the patient¿s CT scan, and the surgeon started inserting the implants without reaming. After measuring the nail length, the surgeon inserted the nail manually at first; however, when it exceeded the fracture and approached the stenosis, insertion became difficult. The sales rep suggested reaming; however, the surgeon decided to proceed by hammering. The sales rep also asked the surgeon not to use a hammer; however, the surgeon used the hammer to insert the nail. When the nail was removed by backsliding, there was a deformation of the connection part between the connecting screw and the nail. After removing the connecting screw from the nail and reaming the medullary cavity to 10mm, the surgeon inserted another nail (8.5mm-285mm diameter), which was successfully fixed without interference. The surgery was completed successfully within 30 minutes delay. There were no secondary fractures in this case. According to the surgeon, the surgeon recognized that this case was a technical error which caused by an attempt to force insertion in a situation where reaming was necessary. The patient was reported as stable. This report involves one (1) 8.5mm ti multiloc humeral nail left/cann/300mm-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: part 04.019.300s, lot l532952: manufacturing site: mezzovico. Release to warehouse date: october 03, 2017. Expiration date: october 01, 2022. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H6: a product investigation was completed: visual analysis of the returned sample revealed that multilock humeral nail was observed damaged; it was partially broken at the top part, near of the threaded tip. A dimensional inspection was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. A functional test was unable to be performed due to mating device (screw) not being returned. The complaint condition was not able to be replicated. The current and manufactured to drawings were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.